Event description:
Reportable based on device analysis completed on 4mar2025. It was reported that visualization issues occurred. The 95% stenosed, 20 mm x 2.50 mm, target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. The opticross hd was advanced for ultrasound examination of the target lesion, but there was no image shown. The procedure was completed with another of the same device. No patient complications were reported and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
The device was returned for analysis. Visual inspection showed the sheath and imaging window were kinked. No damage was found in the imaging core within the telescope and sheath section of the device. Microscopic inspection revealed the imaging window was twisted. The impedance test showed an electrical open at the proximal end of the catheter between 150-160 cm from the distal housing.